Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown asif cancellous bone screw, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: madsen, f.et all (2009). Fixation of displaced femoral neck fractures: a comparison between sliding screw plate (ssp) and four cancellous bone screws (asif). Acta orthopaedica scandinavica, 58, 212-216. (B)(6). In a prospective, randomized trial, 104 consecutive patients with displaced femoral neck fractures were allocated either to fixation with a sliding screw plate or 4 asif cancellous bone screws. The patients were reexamined at fixed intervals to determine the time of union. The authors compared the rate of union after fixation with either 4 asif cancellous bone screws or a sliding screw plate. 51 patients (female/male ration 3.7, mean age 74, age range 34-92 years) were treated with a ssp and 52 patients with asif screws. Of the 52 patients in the asif group 24 experienced complications: one patient experienced a fair quality of reduction. One patient experienced a poor quality of reduction. Four patients contracted a deep infection. Five patients left the study between 0-3 months without a union. One patient left the study between 3-6 months without a union. Two patients left the study between 6-12 months without a union. Two patients left the study between 12-24 months without a union. Five patients experienced late segmental collapse. Three patients had hip arthroplasty during the 2 years of follow up. A copy of the literature article is being submitted with this medwatch. This report is for 1 of 2 for (B)(4). This report is for an unknown asif cancellous bone screw and refers to two patients who one experienced poor, and the other fair quality of reduction, one patient who contracted a deep infection, to ten patients leaving the study with a non-union, 5 patients with late segmental collapse and three patients being revised to a hip arthroplasty.